Manufacturer narrative:
One portex® blue line ultra® tracheostomy tube was returned for analysis in used condition. Upon visual inspection no water was found in the retuned sample, review the cuff and the pilot balloon. A syringe was used to inflate the cuff while submerged under water; burble was observed coming out of the small tear in the cuff. Relevant documents and the manufacturing process were both reviewed and deemed adequate. The cuff assembly operation and inflation line assembly operation were reviewed; no discrepancies found. Inflation testing was performed on 32 units from the production floor; no discrepancies noted. Based on the evidence, the complaint was confirmed. The root cause was found to be due to user interface.

Event description:
Information was received indicating that eight days following placement of a smiths medical portex® blue line ultra® tracheostomy tube, the patient spo2 decreased. The trach tube was then removed from the patient and the cuff was observed to be torn. There were no reported adverse patient effects.